Event description:
It was reported that during an unknown procedure, the doctor complained that the activation button was too sensitive, because he accidentally activated the instrument several times just by touching it. There were no patient consequences. Case completed with the same device. Two devices were discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.